Event description:
During routine phacoemulsification procedures, the surgeon reported experiencing three corneal burns with different pts on the same day. As soon as the burns were detected, the surgeon stopped using the equipment and performed an extracapsular cataract extraction procedure on the pts. Other subsequent phaco surgeries conducted by this surgeon during the same day with the same equipment were uneventful.